Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At an annual appointment affected channels were seen. The user's hearing performance with the concerned right device is affected.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Furthermore temporary pain at the implant site was reported. Pain is a known post-operative side effect of ci implantation, however not caused by a malfunction or defect of the device. This is a final report.

Event description:
At an annual appointment affected channels were seen. The user's hearing performance with the concerned right device is affected. The recipient was re-implanted. The user was re-implanted (B)(6)2020.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Further tests are planned but no date has been scheduled yet.

Event description:
At an annual appointment affected channels were seen. The user's hearing performance with the concerned right device is affected.